Event description:
It was reported that this defibrillation lead exhibited an out of range shock impedance measurement of 168 ohms. Review of the trended data showed stable measurements. The physician was advised to contact boston scientific technical services for advice as there is a potential compromise to shock efficacy and a possible lead revision should be considered. X-ray was going to be performed. No adverse patient effects were reported. The boston scientific local area sales representative stated the system remains in service and routine monitoring will continue for the interim.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.